Manufacturer narrative:
No system checkout was performed on the system; a rep was unable to replicate the issue detailing to the site's complaint, and the rep stated that the system was performing as intended. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when taking 2d images during the clinical case, the mobile view station (mvs) was just showing a blank screen. The medtronic representative (rep) stated that they were toggling between different kv values and were able to get the images pop up on the screen. The patient was present when this issue occurred. There was a 5-minute delay in the case, and there was no impact on patient outcome. A rep later provided an update; the rep was unable to replicate the issue detailing to the site's complaint. The rep stated that the system was performing as intended.